Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a damage on the insulin pump. The customer's blood glucose level was 124 mg/dl. The customer stated that there was damage on the o-ring of the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.